Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP device contributed to a user having a dry nose, nose bleeds, and headaches daily due to dry humidification. The user alleges her device has a humidifier error message and is running without humidification. The user reportedly was prescribed two nasal sprays. There was no report of serious patient harm or injury. The device has not yet been returned to the manufacturer. The investigation is on-going. A final report will be submitted when the investigation has been completed. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "product problem" on this report.

Manufacturer narrative:
On previously submitted report, section "adverse event/product problem" in box b was not mentioned. In this report, section "adverse event/product problem" in box b has been updated/corrected.

Manufacturer narrative:
The manufacturer previously received information alleging a dreamstation 2 advanced auto CPAP device contributed to a user having a dry nose, nose bleeds, and headaches daily due to dry humidification. The user alleged her device has a humidifier error message and is running without humidification. The user reportedly was prescribed two nasal sprays. The device was returned to a third-party service center for evaluation. During the evaluation, the device was visually inspected and the customer's complaint of ds2 humidifier error was confirmed. Two error codes were observed during the evaluation. Error e-11 (err_wdog_test) which is a reboot error due to a failed cpu component and error e-400 (err_message_crc_failed) which is a continue level error. The technician confirmed the heater plate is not working due to electrical damage. The device was under warranty; however, the parts were not replaced due to the customer requesting the device to be scrapped. The manufacturer has updated section h in this report.

Event description:
The manufacturer received information alleging a devastation 2 advanced auto CPAP device contributed to a user having a dry nose, nose bleeds, and headaches daily due to dry humidification. The user alleges her device has a humidifier error message and is running without humidification. The user reportedly was prescribed two nasal sprays. There was no report of serious patient harm or injury. The device has not yet been returned to the manufacturer. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
Not returned to manufacturer.